Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to the motor encoder signal being out of phase.

Event description:
The customer complained to the insulin pump alarming motor error. Troubleshooting was performed and the insulin pump failed the displacement test. The customer was advised to revert to a backup plan until a replacement insulin pump could be delivered to her.